Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The allegations made in legal document were made against mom devices. However, upon review of invoice history, the patient was implanted with metal on poly devices. Concomitant medical products: item # xl-105915, liner, lot # 535400. Item # cp158125, cup, lot # 954150. Item # 103208, femoral stem, lot # 318760.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to patient allegations of pain, metallosis, and trunnionosis. A debridement was performed with the revision. Surgical notes report metallosis and state that there was a large amount of fluid present that was somewhat cloudy. There was a large amount of debris around the hip joint. Debris and inflammatory tissue was removed. When the femoral head was removed, it was noted that the trunnion was black and corroded. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Primary op notes indicate patient underwent tha due to osteoarthritis to right hip. It was noted patient was obese, spur formation around femoral neck noted and no operative complications. Revision op notes indicate revision due to painful right hip prosthesis with trunnionosis with the following noted: large amount of cloudy fluid present under the tensor fascia. Fluid specimen sent for culture but later decided initially that this could be a reaction caused from trunnionosis. Large amount of debris present around hip joint. All external rotators were gone. Hip area debrided ¿ removed large amount of inflammatory tissue and debris. Trunnion was black and there was much corrosion around the trunnion. No signs of loosening of femoral component. No movement of the acetabulum noted. The polyethylene component was intact. Blood loss = 300 ml. No operative complications. Reported event was confirmed by review of operative notes provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.